Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (check pad messages) has been confirmed. Upon investigation the monitor was unable to power up. The cause for the failure was isolated to a shorted u1003 on the computer/analog board. The root cause for the shorted u1003 could not be positively identified. No adverse event resulted from the damaged belt.

Event description:
A us distributor reported that an electrode belt and reported check pad messages.